Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: nurses stating when placing 18g iagbc, blood droplets spraying back when activating safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: nurses stating when placing 18g iagbc, blood droplets spraying back when activating safety.

Event description:
It was reported that blood leaked while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: nurses stating when placing 18g iagbc, blood droplets spraying back when activating safety.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.